Manufacturer narrative:
The microcatheter was returned for analysis. The 5.0 cm detachable tip was found to be detached from the microcatheter. No issues were found with the microcatheter hub or body. No other anomalies were observed. Based on the device analysis and the reported information, the report of tip detachment was confirmed, as the detachable tip was found to be detached from the micro catheter. However, the cause for the detachment could not be confirmed. All products are 100% inspected for damages and irregularities during manufacture. Per the microcatheter¿s instructions for use (IFU): inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. When the device is received and the analysis have been completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation for avm embolization, the catheter's detachable tip unintentionally detached. No patient injury occurred. The patient was treated with another catheter.